Event description:
Voluntary medwatch received states that the right atrial lead was difficult to insert into the device header. The lead was successfully implanted and remained in service. There were no adverse patient effects reported. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report #mw5153258.